Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer¿s blood glucose (bg) level was not impacted and they were able to resume insulin delivery after the occlusion alarm announced. The customer declined troubleshooting with tandem technical support (cts) to determine a possible cause of the occlusion. Cts shipped the customer a case for the pump to rule out temperature changes as a cause for the occlusion alarms.